Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately calcified and moderately tortuous common iliac artery. A 2mm x 20mm x 143cm coyote es balloon catheter was selected to dilate the lesion. Upon first inflation, the balloon rupture at unknown atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.